Event description:
A malfunction occurred with a pump, indicated by malfunction code malf 12, and it was confirmed that the pump was still under warranty. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for a pump replacement, instructed the customer on how to put the faulty pump into storage mode before returning it, and confirmed the shipping address. The customer was asked to return the problematic pump using a pre-paid label within ten days and confirmed that they would use multiple daily injections (mdi) as a backup insulin therapy in the interim.